Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a vasovagal response, bradycardia and was hypotensive. Medication was required. When delivering the first pulse from farawave catheter in the left superior pulmonary vein (lspv) in flower configuration was observed patient heart rate slowed a significant amount. Cabal response occurred upon delivering first application when the case started, patient heart rate was 52bpm, blood pressure 132/72. Blood pressure also dropped after first pulse and pt had vagal response. 2 mics of glycopyrrolate was given. The procedure was completed, and the patient was not hospitalized. The catheter was disposed.

Event description:
It was reported that a patient experienced a vasovagal response, bradycardia and was hypotensive. Medication was required. When delivering the first pulse from farawave catheter in the left superior pulmonary vein (lspv) in flower configuration was observed patient heart rate slowed a significant amount. Cabal response occurred upon delivering first application when the case started, patient heart rate was 52bpm, blood pressure 132/72. Blood pressure also dropped after first pulse and pt had vagal response. 2 mics of glycopyrrolate was given. The procedure was completed, and the patient was not hospitalized. The catheter was disposed.

Manufacturer narrative:
The device did not return for analysis, however, based on the media provided, there is an evidence of a monitor showing the intracardiac tracing which perform slow and regular rhythm, indicating bradycardia. Hence, the reported allegation of "vasovagal response" and "hypotension" were unable to be confirmed, and "bradycardia" was confirmed.